Event description:
It was reported that the patient presented to the ER due to receiving inappropriate shocks for svt. The patient's medications were adjusted and the patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.